Event description:
It was reported that the unspecified bd infusion set was cracked. The following information was provided by the initial reporter: per customer email sicu had this issue with the alaris tubing being cracked, hope you can see in the picture. It had fentanyl in it, when she put it through the pump and connected it to the patient, it started pulling blood back and that is when she noticed the tubing was completing cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 15 mar 2023. H6: investigation summary: a complaint of tubing being cracked was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The sample had a cut near the roller clamp. It is a clean cut. Possible material and lot numbers were determined using the smartsite ids. The device history review was completed with these lots. A device history record review for model 2420-0500 lot number 22073226 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 22073227 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 22073281 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 22073228 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. An investigation was performed and possible root causes were determined as tubing being damaged by the machines used during manufacturing. This includes tubing being trapped in the bases of medicas equipment, damage with the structure of holders per sharp edges, and damage with workstations due to the tables of work cells not being the same level. The layout and distribution was changed since the manufacturing of this lot, to make sure all workstations are level so that tubing would not get trapped and damaged between the edges.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set was cracked. The following information was provided by the initial reporter: per customer email. Sicu had this issue with the alaris tubing being cracked, hope you can see in the picture. It had fentanyl in it, when she put it through the pump and connected it to the patient, it started pulling blood back and that is when she noticed the tubing was completing cracked.